Manufacturer narrative:
Manufacturing evaluation: the samples provided were sent to the manufacturing/supplier site for evaluation. Results of the investigation showed that the root cause was determined to be related to the brazing process. As a result, this complaint has been confirmed a supplier corrective action report (scar) has been initiated to address the reported issue.

Event description:
It was reported that there was an issue with the prestige graspers. The instruments were noted as not grasping the tissue properly and one of them the jaw broke. The malfunctions did not cause patient harm. Additional information was not provided.